Manufacturer narrative:
No patient identifier have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. Literature citation: surg obes relat dis. Mar-apr 2015;11(2):296-301.

Event description:
The following literature publication was reviewed: carlos rodríguez-otero luppi, carmen balagué, eduard m. Targarona, sorin mocanu, jesús bollo, carmen martínez, and manel trias. Title: laparoscopic sleeve gastrectomy in patients over 60 years: impact of age on weight loss and co-morbidity improvement. Published online jun 2, 2014 in surgery for obesity and related diseases (surg obes relat dis. Mar-apr 2015;11(2):296-301). 130 patients underwent laparoscopic sleeve gastrectomy (lsg). On all patients, staples reinforced with gore® seamguard® bioabsorbable staple line reinforcement were used. 1 patient required surgical reintervention due to staple line leak/fistula, which was approached laparoscopically.

Manufacturer narrative:
H6 - code 4111: the author of the article was contacted to provide additional information regarding the adverse events. The author provided patient details as well as prior health conditions. Update b7 and h6-component code. Per the instructions for use (IFU) for the gore® seamguard® bioabsorbable staple line reinforcement, possible adverse reactions may include, but are not limited to: adhesions, hematoma, infection, and inflammation.